Manufacturer narrative:
The customer sample was not available for evaluation. Unfortunately, as no sample was returned the actual nature of the difficulties you encountered could not be exactly identified. It is vital to the investigation that the customer sample be available for examination and testing in order to determine the root cause. As no lot number was provided, we were unable to trace the DHR, quality testing performed and corresponding results. The trocars are manufactured by an external supplier and when they arrive at our facilities they are random inspected for physical dimensions and visually inspected per drawing requirements. This is the first complaint received on this catalog in the last 12 months. Based on the information provided we are unable to determine the root cause of the defect reported. Probably the difficulty is that the trocar is pulled through the skin after the medical personnel has blood and fat from patient on the gloves. The blood and fat make the gloves very slippery, making it very difficult to pull the trocar through the skin. A dry gloved hand can pull the trocar without much effort. We will continue to monitor trends and use this information as part of continuous improvement.

Event description:
Surgeon reports that "trocar attached to drain is too dull. Surgeon has injured himself numerous times, most recently through left thenar (palm) muscle to bone. The injury has resulted in a inclusion cyst.

Manufacturer narrative:
The device was discarded by the customer. Investigation ongoing, a follow-up report will be filled.